Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge battery pack) has been confirmed. Upon investigation the battery charger/modem was resetting. The cause for the resets was isolated to a defective u14 high current sense amp component on the bedside pca. The root cause for the defective u14 high current sense amp component could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was unable to recharge a battery pack.